Event description:
Same case as: 2134265-2015-02390 and 2134265-2015-02388 it was reported that automatic pullback failure occurred. During a diagnosis procedure, an ilab ultrasound imaging system was used in conjunction with coronary catheter and a sled to view unspecified target lesion. However, it was noted that the motor drive could not perform automatic pullback. The procedure was completed with manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. Device analysis revealed that the unit passed the mdu-5 functional test. The unit meets specifications for functional test. The unit successfully underwent a continuous burn-in for 5 hours. . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-02390 and 2134265-2015-02388. It was reported that automatic pullback failure occurred. During a diagnosis procedure, an ilab ultrasound imaging system was used in conjunction with coronary catheter and a sled to view unspecified target lesion. However, it was noted that the motor drive could not perform automatic pullback. The procedure was completed with manual pullback. No patient complications were reported and the patient's status is stable.